Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, there was leakage and blood splashed after the wingset was retracted. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos did not indicate any blood leakage from the needle or splatter. Additionally, ten retained samples were used for functional tests, and no leakage or splatter occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: leakage and splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, there was leakage and blood splashed after the wingset was retracted. There was no health impact or consequence reported.